Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display was flashing. Customer¿s blood glucose level was 69 mg/dl. Customer reported that the insulin pump screen flashing when screen was turned on after being in sleep mode. Customer was assisted with troubleshooting. Customer advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segment due to cracked and bleeding lcd glass.